Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an asystole episode was noted on a remote monitoring transmission however the episode was "false" because the implantable cardiac monitor was oversensing as well as undersensing. Reprogramming of the device was discussed. The device remains in use. No patient complications have been reported as a result of this event.